Manufacturer narrative:
Evaluation summary: the product was returned for investigation and was found in the following manner: the sample received open, without the shunt, the delivery system wire is pressed down; the complaint could not be confirmed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no similar incidents for the same lot. Because the sample was received open, with the delivery system wire pressed down without the device, the complaint could not be confirmed, and the root cause cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. The sample was not investigated yet: visual inspection was not performed and the condition of the product was not verified. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not investigated yet, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor reported that during a glaucoma filtration device (gfd) implant procedure, the device was unable to be released from the delivery system and thus the steri-state was no longer kept. The device was explanted and exchanged within the same surgery. The surgery was completed. Additional information was requested.